Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false negative results on a patient sample that result negative when using the simplexa covid-19 direct assay, but previously resulted positive with the competitor assay (abbott m2000). Run analysis of the simplexa assay results showed sample ID (B)(4) was negative. According to the customer, the sample was initially run on the abbott m2000 and detected at CT = 29. It is noted that the abbott assay uses extracted samples (simplexa uses direct samples) and also has a lower limit of detection of 100 copies/ml (simplexa = 500 copies/ml). In addition, the detection targets of the abbott assay (n gene, rdrp) is different than the simplexa assay (s gene, orf1ab). The customer's device and patient sample was not available for investigation. Retains of mol4150, lot# x8189n were tested on 6/2/2020 with a total of 4 no-template control (ntc) replicates and 4 positive control replicates. Zero (0) false positives occurred in either s gene or orf1ab targets in the ntc testing and all 4 positive controls were detected for all targets without issues (zero false negatives). The alleged false negative could not be replicated during retain testing. Batch record review showed the critical component, reaction mix mol4151, lot# x8190n, met all qc release criteria prior to kit release. Mol4151, lot# x8190n were tested using positive controls and no-template controls (ntc). Positive controls were tested in triplicate and resulted in zero (0) occurrences of false negatives in either s gene or orf1ab targets. All positive controls were detected at an average CT = 28.9 (s gene) and 28.6 (orf1ab) and the internal control avg CT = 32.1. No malfunctions occurred during qc release testing. This is the 1st complaint on mol4150, lot# x8189n for suspected false negative results. As stated in the instructions for use, ifuk.us.mol4150, "negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information" and per the limitations section, item 5 "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false negative results on a patient sample that result negative when using the simplexa covid-19 direct assay, but previously tested positive with the competitor assay (abbott m2000). The customer confirmed the alleged false negative result was not reported to a diagnosing physician due to the discrepancy with the competitor assay and no alleged harm occurred. There is no more patient sample left for investigation. The patient sample type was not indicated, but was collected with utm swab and maintained at 4c between the initial test on the abbott assay and repeat test on the simplexa assay. Other patient information and patient sample collection method was not provided.